Event description:
The customer contacted baxter's service center regarding a low drain volume (ldv) alarm which occurred on the homechoice (hc) during drain 2. The home patient (hp) stated that when he woke up due to the hc alarming, he noticed that his dog had chewed a hole in the patient line and in the drain line. The technical service representative (tsr) informed the hp to end therapy and contact his registered nurse (rn) right away. The hc was operational. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the rn on (B)(4) 2012. She stated that the patient had contacted her about the event. The dog had chewed through the drain line and not the patient line. The patient line was not damaged in any way. The patient had his transfer set replaced preventatively. The nurse stated the low drain volume was caused by constipation. The patient's therapy has been going well since. No adverse effects were reported to be caused by this event, and the nurse explicitly stated that the patient did not develop peritonitis.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of damage was confirmed. The root cause was animal damage. The label review found the labeling adequate for the use error in this complaint.